Event description:
A user facility reported to olympus that during preparation for use, the visera video system center screen was blurry. The procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received by olympus to date. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation was unable to determine if the issue occurred due to the malfunction of the device. Since the device was not returned for repair, the condition could not be examined.